Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate shock from the device. The device was replaced due to eol. The patient's condition was good.